Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion". According to the complainant a patient was sedated with propofol/oxycodone initially, but due to difficult-to-regulate sedation, the oxycodone was changed to remifentanil on (B)(6)2023 and doses of propofol increased to 320 milligrams per hour (mg/hr) (4.6 milligrams per kilograms per hour (mg/kg/hr)) to obtain compliance with the ventilator. On (B)(6) 2023 the propofol dose was lowered to 200 milligrams per hour (mg/hr). Remifentanil unchanged at 0.2 micrograms per kiligram per hour (g/kg/hr). Catapresan is added as a supplement when the patient is judged to be easily awakened and communicative but bothered by the endotracheal tube. On report of night of (B)(6) 2023, it was reported that changing propofol bottles has not had to be done as often as the infusion rate indicates. Reportedly the same thing occurred during fm when the syringe pump says the bottle is empty, but there is still medicine left in the bottle. Decision to change the pump, after which the patient becomes significantly more sedated with the same set dose of propofol.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manf. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: (B)(4). Serial number/batch: (B)(6). Software version: l030007. Hours of operation: 26764. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files of the day of occurrence on (B)(6) 2023 were investigated. No abnormalities were found in the device history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device shows age related signs of wear and tear and a damage on the operating unit was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues. The lower housing, the emc protection shield and the bottom inner frame are damaged by liquid. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.